Event description:
It was reported that the crosslink center locknut was broken during tightening. The implant was replaced with no further complications. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine the cause of the event.